Manufacturer narrative:
The insulin pump alarmed unexpected restart alarm after battery change and resetting time and settings due to broken solder join. The pump was received with operating currents within spec. The pump passed self-test, rewind, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test. No unexpected excessive no delivery alarms were noted. The pump had several displayable history crc check failed at startup alarms at the alarm history file. The pump had a corrupted history file.

Event description:
The customer reported via phone call of high blood glucose readings, displayable history crc check failed at start up and no delivery from the insulin pump. The customer's blood glucose reading was 467 mg/dl. The customer treated the high readings with syringe. The customer stated that she still had problems with the time resetting and there were no delivery alarms. The customer declined to troubleshoot for no delivery alarms. The customer will be sent a replacement pump.